Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "on (B)(6) 2021: the sample (B)(6) was identified by pid ((B)(6)) on pf0041 as s.epidermidis in bth. However, the colony morphology on blood agar show unlike s.epidermidis as well as this isolate was positive with coagulate test."

Manufacturer narrative:
H.6. Investigation: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that a sample was identified by the m50 instrument as s. Epidermidis. They advised that the colony morphology on blood agar showed that this identification was unlikely, and that additionally, the isolate was positive on their coagulate test. They sent the sample to be tested on maldi, as well as on a different m50 instrument. The identification came back from both of these alternate devices as s. Aureus. The sample was again tested, on two panels, in the original m50 instrument. The results was again s. Epidermidis. A bd field service engineer (fse) was dispatched to review the instrument. The fse checked the power supply, the working environment, and the ambient room conditions and found nothing abnormal. The air filter, lsdb (light source driver board), ccd (tier micro board), lens, fcdb (falcon control distribution board), and all connector cables were reviewed; all were found to be clean and fastened securely. No errors or warnings were found active on the instrument. The fse checked the log files for the instrument and did not find any issues related to tier b of the instrument, where the mis-identified samples were run. It was reported that the bd applications team also worked with the customer, and that they found no abnormalities with the customer workflow or with the reagents used. As no failure could be identified with the instrument, this is an unconfirmed complaint against the bd product. As the issue was unable to be reproduced, this case was closed and the root cause is unknown. No physical samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument revealed no previous cases related to mis-identification of results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " on 23 oct 2021: the sample 1628 was identified by pid ((B)(6)) on (B)(6) as s.epidermidis in bth. However, the colony morphology on blood agar show unlike s.epidermidis as well as this isolate was positive with coagulate test. ".